Manufacturer narrative:
Device evaluated by MFR. : the express sd was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The express sd was returned with a partial unknown guidewire still inserted. Between the guidewire and catheter was a small piece of what looked like a white stretchy material similar to nitrile gloves. The device showed no signs of saline, but no damage was noted on the device.

Event description:
It was reported that device contamination occurred. A 5.0mmx15mmx150cm express sd stent was selected for use. However, it was noted that the sterile scrubbed glove was torn and caught onto the stent upon removing it from the hoop of the sterile packaging. So the stent had to be removed from the field, the contaminated gloves were removed and replaced with a new one. The procedure was completed with another of the same device. There were no patient complications reported.